Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. No information has been provided regarding original procedure. Subsequently, patient was revised on (B)(6) 2009 due to dislocation. The head and liner were removed and replaced with biomet head and liner. Patient was again revised on (B)(6) 2012 due to dislocation from placement of original cup.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01293 / 01294).